Event description:
It is reported that the pt underwent a revision surgery due to the implant breaking while lifting a gravestone.

Manufacturer narrative:
This report will be amended when our investigation is complete.